Event description:
The customer contact reported that the pump delivered less medication than intended. The pump was returned to the biomedical engineering department with an unsigned note that stated, "pump programmed to run on secondary at 15ml and switches to primary repeatedly." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4)